Event description:
It was reported that the patient presented to the hospital for a scheduled device exchange procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.